Manufacturer narrative:
Film analysis: the endoleak reported immediately following implant, which appeared to resolve after implanting an aortic cuff ~20mm above the bifurcate, was confirmed. However, the exact type and cause of the endoleak could not be determined from the limited films provided. Lack of complete pre-implant CT¿s did not allow for a thorough assessment of the patient¿s anatomy. Additional cine¿s during implant of the bifurcate, cuff, and left renal stent were also not returned. This appears most likely to have been a proximal type ia endoleak due to challenging neck anatomy. The proximal neck just below the lowest right renal was conical, contained significant irregular-shaped thrombus, and was severely angulated ~60 deg rt-lt, which all likely contributed to the proximal type ia endoleak. The cause of the reported abdominal pain and severe bowel ischemia, and resulting patient¿s death 1-day post-implant, also could not be determined. It is possible that this was procedure and anatomy related; the irregular-shaped thrombus observed within the proximal neck may have led to embolic showering during the stent graft implant. Implanting the other manufacturer¿s right renal artery chimney bypass stent may have also contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure final angiogram showed a type ia endoleak. It was reported that the bifurcated stent graft landed precisely below the left renal which was the lowest renal. However, the stent graft was well below the right renal which was the side of the endoleak. It was decided to place a non-mdt renal stent in the left renal. This took multiple attempts due to severe stenosis of the left renal. Balloon angioplasty was carried out of the left renal and the renal stent was then placed successfully. An endurtant ii cuff was then placed at the level of the right renal. The endoleak was reported to be resolved. As per the physician, the cause of the endoleak was thought to be due to the angulated neck, the difference of approximately 10mm between the right and left renal and thrombus in the neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported that the patient was complaining of abdominal pain 1 day post index procedure. A CT scan was performed which showed no hematoma. An exploratory laparotomy was performed which showed severe bowel ischemia. It was reported that the patient died later that day. The cause of the event as per the physician was due to emboli within the sma. If information is provided in the future, a supplemental report will be issued.